Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had an unknown mentor saline prosthesis placed experienced neck, shoulder, and chest wall pain on an unknown side on an unknown date post procedure. The patient visited a physician who could not confirm a device issue such as deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.